Manufacturer narrative:
During an infantile pulmonary arteriectasis case, it was reported that the pgw .018 sv short 180 cm st guidewire distal tip separated inside the patient after resistance was felt during withdrawal (during withdrawal, the wire become caught and the coil was elongated). The wire became fixed or caught in the lesion. Therefore the fragment was removed with using a snare catheter and the procedure was completed successfully. There was no reported patient injury. A diagnostic catheter (4f) and a guidewire (35) was inserted from the femoral artery to the peripheral site of the left pulmonary artery (the vessel was bifurcating target lesion was pa 2nd branch), and the guidewire was changed to a sv wire. The distal tip of the sv guidewire had an acute angle, and the lesion was inflated successfully. When the sv guidewire was withdrawn, there was slight resistance felt. Then, it was confirmed that the distal end of the sv guidewire was stretched through a stop cook of the sheath. The lesion was observed under fluoroscope, and the distal end of the sv guidewire was found separated inside the patient. The physician commented that the distal tip of the guidewire was trapped, then it was withdrawn. The target lesion was the pulmonary artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. There were no anomalies prior to and during the procedure. The customer requested the information of similar cases as this incident, and of the possible situations that can cause the separation of the product. The wire was removed from the dispenser by the distal floppy end. The wire was not re-shaped by the user. The wire was not used for treatment of another lesion prior to the event. A ¿drilling¿ or ¿jack-hammer¿ technique was not used to recannulize the vessel. There was no difficulty tracking the wire through the vessel or lesion. The wire behave ¿normally¿ (the torque response good). There was no resistance/friction between the wire or the other devices. The wire didn't kink. The wire was not advanced through the struts of an existing stent. The wire tip did not repeatedly prolapse during placement. The wire tip did not advanced into the distal vasculature. No other information was provided. One non-sterile unit of pgw .018 sv short 180 cm st was received for analysis. Per visual analysis, a fracture/separation and unraveled/stretched condition was found at the distal end of received unit. No other anomalies were found. The unit was sent to sem analysis in order to find the potential cause of the separation and results showed that the tip separated core wire presented evidence of reverse bending and ductile dimples at the separated surface. The coiled wire presented a plastic deformation that result in a type of cup and cone surface and ductile dimples. Reverse bending or fatigue failures could be related to the application of fluctuating stresses. The material plastic deformation that result in a surface type of cup and cone surface and ductile dimples suggests a device manipulation that led the material to separation. The available evidence can suggest an application of stress that exceeds the material yield strength or a tensile overload. No other anomalies found during sem analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the above-mentioned lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.  The reported ¿guidewire withdrawal difficulty-from vessel¿ and ¿distal tip-wire fractured-separated - in patient¿ were confirmed through analysis of the returned device. The exact cause of the issue experienced could not be determined during analysis. Based on the limited information available for review, procedural and handing factors likely contributed to the withdrawal difficulty and the subsequent unraveled/stretched and separation as evidenced by the reverse bending, ductile dimples and plastic deformation noted during sem analysis. According to the IFU, which is not intended as a mitigation, ¿never push, auger, withdraw, or torque a guidewire that meets resistance. Stop the procedure. Do not move or torque the guidewire. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur.¿ neither the DHR review nor the product analysis suggests that the failure experienced by the customer is related to the design or manufacturing process. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During an infantile pulmonary arteriectasis case, it was reported that the pgw .018 sv short 180cm st guidewire distal tip separated inside the patient after resistance was felt during withdrawal (during withdrawal, the wire become caught and the coil was elongated). The wire became fixed or caught in the lesion. Therefore the fragment was removed with using a snare catheter and the procedure was completed successfully. There was no reported patient injury. A diagnostic catheter (4f) and a guidewire (35) was inserted from the femoral artery to the peripheral site of the left pulmonary artery (the vessel was bifurcating target lesion was pa 2nd branch), and the guidewire was changed to a sv wire. The distal tip of the sv guidewire had an acute angle, and the lesion was inflated successfully. When the sv guidewire was withdrawn, there was slight resistance felt. Then, it was confirmed that the distal end of the sv guidewire was stretched through a stop cook of the sheath. The lesion was observed under fluoroscope, and the distal end of the sv guidewire was found separated inside the patient. The physician commented that the distal tip of the guidewire was trapped, then it was withdrawn. The target lesion was the pulmonary artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. There were no anomalies prior to and during the procedure. The separated fragment will be returned for analysis. The customer requested the information of similar cases as this incident, and of the possible situations that can cause the separation of the product. The wire was removed from the dispenser by the distal floppy end. The wire was not re-shaped by the user. The wire was not used for treatment of another lesion prior to the event. A ¿drilling¿ or ¿jack-hammer¿ technique was not used to recannulize the vessel. There was no difficulty tracking the wire through the vessel or lesion. The wire behave ¿normally¿ (the torque response good). There was no resistance/friction between the wire or other devices. The wire didn't kink. The wire was not advanced through the struts of an existing stent. The wire tip did not repeatedly prolapse during placement. The wire tip did not advanced into the distal vasculature. No other information was provided.